Event description:
The customer reported that the system controls froze and functionality was recovered after a system reboot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. System pcb connections were evaluated and reseated during the service event. The system was tested and found to be working as intended and put back into service.